Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the pump's black box showed evidence of two rf timeout warnings. The bolus history showed boluses being performed at the same time. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. A 10u bolus was delivered from a test meter to the pump and no alarms were duplicated. The bolus was fully delivered and accurately recorded in the pump history. The pump's bolus history was found to be recording properly. Unrelated to the initial allegation, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that advanced bolus features were being used and that all boluses were not being recorded correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.